Manufacturer narrative:
A zoll medical representative evaluated the device at the customer facility and the reported malfunction was not replicated or confirmed. The device was put through functional testing without duplicating the malfunction. The device was put back into service by the zoll representative. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device was unable to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.